Manufacturer narrative:
The insulin pump had button error alarm and intermittent button response noted due to corroded keypad traces. The insulin pump had scratched lcd window and missing end cap sticker noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that the numbers were ramping up and the scroll bar was not moving with no input. The customer reported that she received a button error alarm. The customer's blood glucose was 47 mg/dl at the time of incident. The customer stated that she treated the low blood glucose with food. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.